Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the tim20 clips would not feed. Another instrument was used to complete the case. There was no consequence to the patient.